Event description:
The pump was returned for recurring loss of prime. Investigation revealed a crack on the force sensor flex near one of the pins. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the pump would not hold prime. Investigation revealed a crack on the force sensor flex near one of the pins. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Correction number:2531779-03/24/2010-003-r